Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk and scratched reservoir window.

Event description:
It was reported that the drive support cap was sticking out. The mother stated that her son plays basketball and he does not always remove the insulin pump while playing. The blood glucose was 92mg/dl. The caller stated that the device has scratches on the reservoir window, and her son may have possibly dropped the device and damaged the reservoir area. Advised the mother that the customer should be disconnected from the insulin pump and revert to back up plan. No further information was provided.